Manufacturer narrative:
With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure, unit would not have slipped. Preventative maintenance and cleaning required at this time. The device exceeded its expected life of 7 years. The reported complaint was not confirmed. Root cause was unknown.

Event description:
The customer reported that the a1108 mayfield triad skull clamp slips when fully tightened on (B)(6) 2019. There was no patient involvement and no surgery delay.